Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. No unexpected software error, hardware low level failure alarms, or audio/vibrate anomalies/absences were noted. Software error was present in the pump trace download due to software error (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.